Event description:
It was reported that during a thoracoscopic right upper lobectomy, while being used for transection and closure of the interlobar fissure, a poor staple formation was observed with tissue oozing/bleeding at the staple site. A new reload was replaced and transection and closure were performed again adjacent to the original site, but tissue oozing persisted. Manual reinforcement suturing with suture was performed to complete the case.

Manufacturer narrative:
D10 Concomitant Product: EGIA60AMT EGIA 60 ARTIC MED THICK SULU (LOT#: P5B0801S) EGIAUSTND ENDOGIA ULTRA UNIV STD STAP (LOT#: P5B0842S) Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.